Event description:
Complainant alleged that during biomed testing the device displayed "defib disabled" and "pacer fault 116" message. Complainant indicated that there was no pt involvement in the reported malfunction.